Event description:
Emergency room nurse called for pt. The pt performed a blood glucose test on the suspect device and obtained a low reading. Pt then ate some food and performed a retest. A second result was a high reading. Pt injected insulin and was found passed out then taken to the emergency room. A lab test was run and pt's blood glucose was 195 mg/dl compared to 251 mg/dl on the suspect device. The nurse would not provide other info. She said pt took an overdose of insulin because of the high reading.